Event description:
It was reported that during post surgery, it was observed that the wires on the power cord on the foot control device were exposed. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was cut exposing the wires. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling (user error) by allowing the cord to come in to contact with a sharp object. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.